Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had increased stimulation and had it at current setting for "a couple weeks" and were experiencing "such pain down there". Caller said it "almost feels like pulsating" and caller said it is "just constant" when they are sitting, standing, or walking. Caller said they had tried decreasing stimulation and it was "okay for a short time, then pain started again". Caller said they first noticed the painful "pulsating" "like two weeks or 3 weeks ago".caller said that they have been feeling it "off and on" and they said they have had "days where it really hurts and days where I don't know it's there". Caller said they called healthcare provider (hcp) and were told to contact [manufacturer]. Caller stated they tried calling [manufacturer] but disconnected due to long hold time and then made adjustment themselves. Caller said they had been "doing that for 2-3 weeks" and th en on monday (B)(6) they called hcp again as they were still experiencing the painful "pulsating" and were redirected to [manufacturer]. Caller stated "it feels like tens unit down there but constant". Patient services had caller try decreasing stimulation to a more comfortable level. Caller tried decreasing, but stated it had not resolved and they were worried their symptoms would return if stimulation was decreased on call. Patient services reviewed stimulation and program options. Caller changed programs and adjusted stimulation until they could feel it and it was comfortable. Caller stated that the "pulsating is gone down there" and that it was "more comfortable". Caller said they would monitor stimulation for the "course of the day" and make adjustments if necessary. The troubleshooting steps that were taken on the call resolved the issue.